Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. There were no issues identified with the cartridge, infusion set tubing or cannula. The infusion set and cartridge were changed. Insulin delivery was resumed. Blood glucose (bg) ranged from 349-503 mg/dl. A pump system check was performed and the cause of the current occlusion could not be determined. The customer reverted to using manual injections for insulin delivery.